Event description:
Mid 70¿s female with history of coronary artery disease and latex allergy. Procedure: left and right heart catheterization. Swan placed in femoral vein for pressure measurements, balloon ruptured before catheter advanced into heart. Swan removed without known harm to patient, discharged the same day. This is report #14 for the lf swan balloon breakage. Manufacturer response for catheter, intravascular, diagnostic, swan-ganz controlcath (per site reporter). Will obtain.